Manufacturer narrative:
The power module patient cable is a vendor product. Only the vendor lot number is imprinted on the device. The manufacturer¿s lot number and unique device identifier (UDI) are provided on the outer packaging of the power module patient cable; they are not imprinted on the actual device. Therefore, the manufacturer¿s UDI could not be determined. The vendor manufactures large batches of patient cables that are used across multiple left ventricular assist system kits. The power module patient cable is expected to be returned for evaluation. It has not yet been received. The patient remains ongoing on vad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient¿s system controller started alarming when connected to a power module. In response to the alarm the patient switched to batteries; however, the alarm did not resolve. The patient removed the driveline from the system controller with the intent to exchange the system controller; however, ultimately remained on the same system controller. The patient was reported to be asymptomatic at the time of the event. The patient was seen at the center for evaluation. Log file analysis completed by the manufacturer¿s technical services representative revealed a change from battery power to power module on (B)(6) 2018 at 22:47:11. On (B)(6) 2018 at 0:16:17, a low battery advisory was recorded. At 0:17:54, power was changed from power module to batteries. At 0:18:30, the system controller¿s black power cable was disconnected from the battery followed by the white power cable being disconnected from the battery at 0:23:56. At 0:24:28, a low battery hazard, no external power and internal battery in use were recorded. At 0:35:29, a driveline disconnect and motor stop event were recorded. The driveline was reconnected sometime between 0:35:29 and 0:35:48 and the pump resumed on battery power. The customer was advised to inspect the patient cable connections for any foreign debris or damaged pins. The customer was also advised to exchange the power module patient cable since the initial low advisory alarm occurred when the patient was connected to the patient cable. Additional information was requested, but not provided.